Manufacturer narrative:
(B)(4). Batch #: r9552y. The following information was requested, but unavailable: did the white tissue pad break off? Is the white tissue pad completely missing from the clamp arm of the device? An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during a cholecystectomy the device presented a defect during the procedure by dislocating the teflon from the shears. The patient did not have any permanent damage, did not need to be hospitalized or had a prolonged hospital stay due to product problems, did not need to be re-operated, or had any serious damage.